Event description:
The customer reported to largo customer service a pump with failure code 570:320:844:0000. This event occurred during patient therapy, patient connected, in the critical care unit (ccu). Therapy was interrupted for a short period of time while the pump was swapped out. Therapy then continued without further interruption. There was no reported patient injury or medical intervention. No additional information is available.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaging display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 570:320:844:0000" due to 9 discharges below main battery alarm threshold. The main batteries were replaced. The pump passed all functional tests and was returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
The device has been received for evaluation of interruption of therapy, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Manufacturer narrative:
(B) (4)there is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4)

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Event description:
This procedure was performed in (B)(6): after preparing and flushing the protege everflex stent system, the stenosis was crossed. The physician tried to deploy the stent; however, there was a lot of difficulty. After further effort, the stent did not deploy, so they tried removing the system. The physician could not remove the system, so a vascular surgeon was called to cut the stent off. The stent was cut off and the vessel successfully sutured. No injury to the pt was reported.

Event description:
Problem: the pt was having a mr procedure. The pt's left hand's little finger got caught between the table top and the magnet cover. The finger was cut, and then required stitches.